Event description:
During a colposcopy and biopsy, a tissue sample was taken resulting in the pt being sutured to stop the bleeding.

Manufacturer narrative:
As of this report, the subject instrument has not been returned. Upon receipt, the eval will commence and the report supplemented. Cross reference complaint 0307-089 and MDR 1216677-2007-00006.